Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. Following investigation including device history records verification, explant and x-ray analysis it appears that a slight mispositioning of the prosthesis, including a preliminary oriented stem, minor cup malangulation, and an inclined neck, resulted in mechanical misalignment, further aggravated by the patient's premature overuse of the implant. As a result, the cup could not properly osseointegrate. The most probable root cause of this event is a surgical technique/user error. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
Implanted in (B)(6) 2024, the patient developed pain in (B)(6) 2025 due to cup tilting. During revision in (B)(6) 2025, the cup showed no bone integration. A trapeziectomy was performed, with mild metallosis observed and the stem stable.